Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis investigations replicated/confirmed the customer reported complaint "clip applier unable to apply clip. Obtained new applier and was able to apply clip" the instrument was found to have two bent grips, causing them to be misaligned. The offset at the tips was 1.04mm. The grips were found to be cracked. One of the grips has a large crack in the teeth of the grip. Probable root cause of the failure mode bent instrument grips-tips is attributed to damage during use, a moderate misalignment of grip tips can occur due to grasping hard tissue or objects, or through collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large clip applier was unable to apply the clip. The user completed the procedure using a backup large clip applier with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive followed up with the initial reporter and obtained the following additional information: the instrument was not able to apply the clip.